Manufacturer narrative:
An isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. Fse confirmed that the customer performed further troubleshooting after the procedure and resolved the reported issue after a hard and soft power cycle of the entire system. No issue with either of the surgeon side console (ssc) touchscreens were confirmed. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk0227. A review of the site's system logs for the reported procedure date was conducted by isi regulatory post market surveillance (rpms) and found the following additional information: the procedure was initially started as a dual ssc and the suspected ssc was not used but not disabled. The procedure was completed a single ssc. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer switched to second ssc after the start of the procedure due to the surgeon side console (ssc1) being locked. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure using a dual surgeon side console (ssc) setup, one of the surgeon side console (ssc) touchpad was locked. The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the surgeon was unable to unlock the ssc touchscreen even after selecting the unlock. The surgeon was able to log into preferences at the beginning of the procedure. Tse reviewed the system logs but found no related errors. The tse asked the customer to select around the unlock box if the touchpad needed to be calibrated, but the customer stated that the issue persisted. The tse recommended to switch over to the second ssc, the surgeon tested and continued with the second ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.